Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("suffered from severe pelvic pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.